Manufacturer narrative:
H3: product analysis of nv-5-20-helix, item:10,lotno:227350383 as found condition: the concerto device was within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch; within a dispenser coil and partially within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found broken at ~6.5cm from the proximal end (between the positive load indicator and break indicator) (figure c). The release wire was fully retracted out of the distal pusher segment. The distal release wire was found within the introducer sheath. The pusher was found kinked at the break indicator. The coin was fully retracted out of the lumen stop. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. Testing/analysis: the device could not be used for resistance testing with an in-house micro catheter due to the damaged condition and the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed but could not be ruled out. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The proximal pusher was found broken/kinked, and the release wire/coin were retracted, detaching the implant coil as expected by the detachment subassemblies. Customer did not report attempting to detach the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil could not advance. The procedure was completed using a new product. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient¿s blood flow and vessel tortuosity was unknown. There were no patient symptoms or complications associated with this event.